Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt resistance while advancing the 3maxc over a non-penumbra guidewire and the 3maxc would not advance any further. The physician attempted a second time to advance the 3maxc; however, resistance was experienced again and the 3maxc would not advance any further. Therefore, the 3maxc was removed and the procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was kinked approximately 7.5 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed that the catheter was kinked. If the device is forcefully manipulated at an extreme angle during use, damage such as a kink may occur. The kinks on the 3maxc likely contributed to the reported resistance and prevented the 3maxc from being advanced over the non-penumbra guide wire. During functional testing, a demonstration guide wire was advanced from the proximal end of the 3maxc in one test and again from the distal end of the device in a second test. Resistance was experienced at the proximal kink location in both tests and the demonstration guide wire was unable to be advanced further. The non-penumbra guide wire identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.